Manufacturer narrative:
The sample was received for evaluation. A slit/tear was noted in the tubing transverse to the length of the tubing. A review of the device manufacturing records was conducted. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, manufacturing and process controls were within specification. The device met all of its manufacturing specifications prior to distribution.

Event description:
A hemodialysis user facility has reported that within the first 5 minutes of treatment, blood was noted to be dripping from a what appeared to be a slit in the bloodline tubing. The leak was not noticed during prime. The patient's blood was not given back; estimated blood loss 250 cc's. A blood sample was collected to determine the patient's blood levels. The patient suffered no other known ill effect. A new system was strung and the patient completed dialysis without further issue. There is a sample available for evaluation.